Event description:
Information received by medtronic indicated that the transmitter had a crack. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version¿4.11e retainer ring =¿black ¿ customer returned pump for alleged high bgs on event date (B)(6) 2022. Device passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit fail to pass the self test due to pump error 63 occurring during testing. Device passed dat at 0.0869 inches. Unit was successfully downloaded using thus and carelink. Pump error 63 occurred on (B)(6) 2022 01:44 pm esf na, file# 37, line #367 in history files and traces. Unable to verify high bg's. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcb 2 & force sensor. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, fading serial label. Unable to verify high bg's. Pump error 63 is confirmed due to cracked soldered joint u1 pin (06). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.